Event description:
A report was received that the patient had developed an infection at the ipg and lead sites. Symptom included drainage. The physician believed that the infection was not device or procedure related. The patient underwent an explant procedure and was reportedly doing well. Infection had been resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-4316, lot#: 16280944, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.